Event description:
It was reported that the PICC line snapped externally and was removed. The nursing staff did not report any tension being applied to the line. The catheter was removed and it is unknown if there was another attempt at the procedure. The event occurred in the medical ward. The patient was a male with quadriplegic secondary to neurogenic disease, who had pressure sores and required IV abs and hydration fluid. There was a delay in treatment, but no harm was caused to the patient. No complications or death occurred.

Manufacturer narrative:
(B)(4). The device will not be returned.